Event description:
On (B)(6) 2026, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to (B)(6) customer service they experienced peritonitis and was hospitalized. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following unspecified pain. A peritoneal effluent white blood cell (wbc) count obtained and tested by the hospital (exact date unknown) presented with 4629/mm3. Results from an effluent fluid culture were not reported. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed vancomycin and ceftazidime initially, and then cefazolin (routes, dosages and frequencies not reported) to address the infection while hospitalized. The patient was transitioned to hemodialysis (hd), presumably on a hospital provided hd device for renal replacement therapy during this admission. The patient was discharged on (B)(6) 2026. Though the exact source of infection was unknown, it was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. The patient is scheduled for a pd catheter (not a (B)(6) product) replacement once cleared for the procedure by her cardiologist. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).